Event description:
On 13-Jul-2026, a sales representative reported via email that an AR-2260 Distal Biceps Repair Implant System experienced an issue during a procedure on (b)(6) 2026. The tip of the blue-handle inserter reportedly bent and could no longer retract, preventing release and deployment of the button. All components were retrieved. The case was completed using two AR-1915FT Corkscrew FT with needle devices. No patient harm was reported.Additional information was received on 16-Jul-2026:The procedure being performed was a distal biceps repair. The inserter tip became bent during insertion, preventing successful implantation of the button. It was reported that no device components remained in the patient. The procedure was delayed by approximately 5 minutes, and an additional 5 minutes of anesthesia was administered. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.